Event description:
The pt has reportedly been experiencing intermittencies between his implant and external equipment. External equipment was exchanged and programming adjustments made. However, the problem was not resolved. Testing of the device showed that its functional. Surgery to explant the pt's device has been scheduled.